Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The alleged issue began on (B)(6) 2013 at 3:30pm. The patient reported blood glucose results of "500 and 400 mg/dl" with the subject meter. The patient manages her diabetes with novolog insulin and lantus insulin. Due to the alleged results, the patient reportedly increased her usual dose of novolog insulin (5 units). After, the patient claims she felt low blood glucose symptoms of "seeing orange spots," blurred vision, dizzy, slurred speech, heart races, shaky, clammy and "passed out." The patient could not confirm how she regained consciousness; however, alleged she drank a can of soda as treatment. Emergency medical services (ems) was contacted and the patient's blood glucose read "76 mg/dl" with the ems meter. The patient denied receiving any additional treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate reading on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up (3/19/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.